Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue. There was allegedly damage to the battery compartment. It was alleged that the patient¿s blood glucose levels were above 250 mg/dl but below 500 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During testing, the returned battery cap was observed to have damaged threads and could not maintain an electrical connection due to the cap detaching from the pump. The investigation was completed with a test battery cap. The pump was exercised for 24 hours with no power interruptions or alarms duplicated. The battery compartment was cracked with no evidence of moisture inside. The pump was opened and removed from the case with no evidence of moisture or loose components inside the pump.